Manufacturer narrative:
The lv lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the left ventricular (lv) lead would not track over the guidewire after it was inserted into the lateral branch of the coronary sinus. The lv lead was extracted. No adverse patient effects were reported.